Event description:
It was reported to boston scientific corporation that an rx ercp cannula device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, as the cannula was being retracted through the endoscope, part of the device broke in the scope and fell into the patient's stomach. Reportedly, the physician retrieved the detached segment using rat-tooth forceps. The procedure was completed with another rx ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.